Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results): 1 device: plunger / device migration. 1 device: bolt; chassis/frame / mechanical problem identified. 1 device: chassis/frame / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) 2026. This report summarizes 3 malfunction events(s), where it was reported the devices experienced cot falsely engages into fastener or cot disengages from fastener unexpectedly. No adverse consequence or clinically relevant delay in treatment was reported.